Manufacturer narrative:
Brand name: unknown. Model #: unknown, information not provided. Catalog#: unknown, information not provided. Lot number: unknown, information not provided. Expiration date: unknown, as lot number was not provided. UDI number: unknown, as the lot number was not provided. If implanted, give date: not applicable, as the cartridge is not an implantable device. If explanted, give date: not applicable, as the cartridge is not an implantable device. PMA/510(k)#: unknown as model number was not provided. Device manufacture date: unknown as lot number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the technician was loading the lens into the cartridge. When the technician went to put it forward, a split in cartridge was noticed. Technician put the lens back and used a different lens and cartridge. Additional information was received and it was learnt that the cartridge tip was split. There was no patient contact. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Model: 1mtec30, catalog #: 1mtec30, unique identifier (UDI#): (B)(4). Device available for evaluation: yes. Returned to manufacturer on: 8/7/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The visual inspection does not reveal a molding defect. According to the visual inspection performed using magnification, the cartridge tip was observed with a crack defect (shape hole), therefore,the reported issue as deformed tip was not confirmed. The lens was observed inside the cartridge loading zone. Part of the lens was observed out of the loading zone. The reported issue was verified. However, there was not product deficiency identified. The sample was handling and used. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.